Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Ous MDR - a septic multi organ failure was diagnosed. The patient was hospitalized.

Manufacturer narrative:
On 10/17/2016 - update: (B)(6) 2016 - s. Aureus in blood culture was positive. According to the investigator no typical vegetation expected for an endocarditis were detected during last transesophageal echocardiography on (B)(6) 2016. On (B)(6) 2016: the patient experienced fever, sepsis, hypotension and acute kidney failure. The patient was diagnosed with a septic multi organ failure due to pneumonia and crt-system associated endocarditis. On (B)(6) 2016 the patient died in the ICU due to septic shock. Before the patient died a hemodialysis was started because of metabolic acidosis. The system was explanted on (B)(6) 2016. Patient codes and outcome were updated.